Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device's display was not legible. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device has been received and will be providing a follow-up report when our investigation is completed.